Event description:
Same case as #6000089-2006-00627. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The patient was brought to the ccl emergently after having an mi. The >80% stenosed lesions were located in moderately tortuous, mildly calcified vessels. The left anterior descending (lad) artery was predilated with a 2.5x15mm voyager balloon and a taxus express2 3.0x16mm drug eluting stent was implanted. The patient received heparin during the procedure and aspirin and plavix post procedure. No complications occurred during the procedure. Patient status post procedure was satisfactory. The patient ws discharged and died at home 11 days post procedure. It was reported that the patient was non-compliant with medications. The cause of death was heart failure after chronic mi.